Manufacturer narrative:
Latch lever.

Event description:
It was reported by service report that the latch lever was worn and had burrs, and the release lever would not stay open. No patient involvement or adverse consequences are reported.